Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 10/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: h3 investigation summary: visual analysis of the one image received for evaluation, determined that four plastic bag with several winding formers of product code j433 with apparently detached needles from the suture could be observed. The image is not clear to determine the failure mode. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance., a winding former with a needle product code j433 were returned for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the suture was not received for evaluation. As per returned conditions of the sample no functional test was performed. The clip off defect observed during the visual assessment has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: visual analysis of the one image received from for evaluation, determined that four plastic bag with several winding formers of product code j433 with apparently detached needles from the suture could be observed. The image is not clear to determine the failure mode. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Events reported via: 2210968-2021-08458, 2210968-2021-08460 and 2210968-2021-08461.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in unknown surgery. Another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.